Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut though the aspiration was functioning during a vitrectomy procedure. The product was replaced and the procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
Two probe samples were returned for evaluation. A review of the related device history records indicated that the products were processed and released according to the product¿s acceptance criteria. Sample a: the probe complaint sample was visually examined and deemed conforming. Actuation and cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 30 to 45 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. Wear marks are present at the bend area and the cutting edge of the inner cutter. The actuation testing was performed after the probe was disassembled and the test was deemed acceptable; sample b: the probe complaint sample was visually examined and deemed nonconforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. Wear marks are present at the bend area and the cutter edge of the inner cutter. The extension is pulled out of the inner cutter. The root cause for both probes no longer being able to function was due to their excessive use. The evaluation indicated both probes had been used for an extreme level of surgery time. (B)(4).